Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the balloon on the vasoview hemopro 2 ruptured. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for lots 25102844, 25103948, 25105053, and 25105602 the last 4 lots shipped to the account prior to the aware date. There was no nonconformance recorded in the lot history related to complaint defect. (B)(4).